Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was noted that the basal delivery totals in the total daily dose (tdd) did not match the active basal program total. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/04/2017 with the following findings: a review of the black box showed the pump had been manually suspended and manually resumed, interrupted deliveries due to an unexplained loss of prime event, and a routine cartridge change and deliveries resumed after. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and at the end of testing the basal rate and total daily dose showed the correct amounts. The reported inaccurate delivery complaint could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover.